Event description:
It was reported that during a device changeout procedure, the pulse generator exhibited loss of pacing output. External pacing was used. The device changeout was completed as normal and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.